Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure was slightly in cavity but embedded at the corunal region') and device dislocation ('unable to visualize right essure coil') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). At the time of the report, the embedded device, device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, uterine haemorrhage, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: tried to pull some tissue away to trim coil but no obvious excess coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Hysteroscopy - on (B)(6) 2012: unable to visualize right essure coil. Left essure coil was slightly into the cavity but embedded in the endometrium at corneal region. Lot number: 898935, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure was slightly in cavity but embedded at the corunal region') and device dislocation ('unable to visualize right essure coil') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). At the time of the report, the embedded device, device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: tried to pull some tissue away to trim coil but no obvious excess coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Hysteroscopy - on (B)(6) 2012: unable to visualize right essure coil. Left essure coil was slightly into the cavity but embedded in the endometrium at corneal region.. Most recent follow-up information incorporated above includes: on 24-sep-2020: plaintiff fact sheet received: abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain and pelvic pain were added. Lot number, lab data and reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure was slightly in cavity but embedded at the coronal region') and device dislocation ('unable to visualize right essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and uterine haemorrhage ("abnormal uterine bleeding"). At the time of the report, the embedded device, device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, embedded device and uterine haemorrhage to be related to essure. The reporter commented: tried to pull some tissue away to trim coil but no obvious excess coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: unable to visualize right essure coil. Left essure coil was slightly into the cavity but embedded in the endometrium at corneal region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to event "embedded device, device dislocation, uterine bleeding". Patient date of birth was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.